Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) damaged during transport. No harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) damaged during transport. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Type of investigation, health effect ¿ impact codes (1), component code, investigation findings, investigation conclusions; h11 corrected fields:e1 event site address, event site telephone, event site email; e2; e3 due to character restrictions in block e1 full initial reporter name is (B)(6). A getinge field service engineer (fse) evaluated the device and stated that it was customer abuse of unit. Fse repaired all damages. Fse replaced screw flat head 6-32 x 3/8 (d212-17-0606), screw pan head ss 6-32 x 5/8 (d212-00-0610), washer (d221-00-0091) and support display mount (d426-00-0098). All calibrations and pm was completed in work order.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11. Corrected field: e2, e3.